Event description:
The customer reported being hospitalized for severe diabetes ketoacidosis. No blood glucose level was provided at the time of the call. The customer refused to perform troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.